Manufacturer narrative:
The reported field event of header anomaly was not confirmed in the lab. The oversensing and output issues were not reproduced. The device was above the elective replacement indicator (eri) when received. The septum and set screw were analyzed; the screws operated normally in affixing the test lead to the device. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No noise was observed in real-time egm. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, the atrial lead was connected to the device which resulted in oversensing and pacing inhibition due to noise. The same event occurred on the right ventricular and left ventricular port. The physician suspects the root cause of the event to be due to a header anomaly. The device was explanted and replaced. The patient was stable.